Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photo provided confirmed the report. The photo provided shows the distal end of the device. The coating has separated, exposing the core wire and appears to be taut between the proximal and distal ends of the coating damage. This may be due to a portion of the separated coating becoming trapped in a socked over portion on the opposite end. No portion of the coating appears to be missing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed in the photo provided. The device history record for the lot number said to be involved was reviewed. Nonconformance's that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our evaluation of the photo provided confirmed the report of coating damage. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion® pre-loaded with acrobat wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion® pre-loaded with acrobat wire guide. It was reported that the detail of the case are unknown, but [physician] removed sphincterotome and wire guide. The wire guide coating came off at the distal end of the wire and the middle of the wire. Picture was provided of the device showing the wire guide coating damage. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.